Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm rec'd information that this right atrial lead was unable to pace or sense. It was confirmed that this lead had dislodged. As a result, this lead was explanted. No adverse pt effects were noted. The product has not been returned. If returned, or if additional information becomes available, this event will be updated.